Event description:
It was reported that the device would not power off without removing the batteries. There was no report of pt use associated with the event.

Manufacturer narrative:
(B) (4). The device was returned and evaluated at physio-control's failure analysis center. The device failed when it was dropped from a short distance. The cause of the failure was a misaligned ground plane conductive foam touching the power pcb along it's full length. A replacement device was provided to the customer.